Event description:
It was observed during the device inspection that subject device has a high-voltage board malfunction, causing error e433. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for investigation. Based on the information provided and the regional repair center, the device evaluation confirmed the customer allegation an alarm occurred, which was due to high-voltage board malfunction, causing error e433. It was likely caused due to high-voltage board failure. An electrical/electronic component problem. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.